Event description:
The customer reported on (B)(6) 2014 her blood glucose, carbohydrate intake and insulin history. She was vomiting, having trouble standing up and blacking out. So she gave herself a manual injection of insulin and then she went to the hospital. The pod was removed and discarded. She stay in the hospital for a day before being released on (B)(6) 2014. She did not provide any further information regarding the hospitalization or her treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported; therefore, no qualification records were reviewed.